Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: objective lens contamination. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the insufficiently cleaned objective lens led to the blurred image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope produced a blurry image. The event occurred during inspection for use. There were no reports of patient involvement.